Manufacturer narrative:
(B)(4). The insulin pump powered up properly and no blank display noted. Pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The pump was monitored and no unexpected occurred during testing. No damage was found on the c13/lcd isolation tape during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 595 mg/dl. Customer did not troubleshoot their high blood glucose reading. The insulin pump was blank even thou troubleshooting was completed. Insulin pump will be returning for analysis.